Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.¿

Event description:
It was reported that solution had leaked from the connection between the heater line of the homechoice cassette and the heater bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. In the video, liquid can be observed dripping from the clampex connector while connected to a blue luer connector from the supply line of what was reported to be an unknown homechoice cassette with set. A photo was also sent for review which shows the physioneal supply bag connected to the blue luer. No further analysis is possible. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.